Manufacturer narrative:
(B)(4). Mfg. Site name - (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
This report pertains to one of five devices used during the same procedure. Manufacturer report #3005099803-2017-00414 pertains to the first resolution clip device, manufacturer report #3005099803-2017-00415 pertains to the second resolution clip device, manufacturer report #3005099803-2017-00416 pertains to the third resolution clip device, manufacturer report #3005099803-2017-00417 pertains to the fourth resolution clip device, and manufacturer report #3005099803-2017-00418 pertains to the fifth resolution clip device. It was reported to boston scientific corporation that five resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue; however, the clip failed to release from the catheter. The same issue occurred with the other four resolution clip devices. The procedure was completed with a sixth resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.